Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio : 1.7, lab: 1.9. The caller alleged discrepant results when repeated the test with two different inratio meters. The results are as follow: same day - 1.7, same day - 2.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: 2008, inratio: 1.7, lab: 1.9, mean: 1.8, confident limits: 1.3-2.7. As per internal procedure, the inratio and lab values are within the confident limits. The product will not be investigated. The caller also repeated the test with two different meters and readings are as follows: same day: 1.7, same day: 2.6, average: 2.15, stdev: 0.64, %cv 29.60. If the value is greater than 20%, the criterion is not met. For this event the %cv is 29.60 which is greater than 20%, so the criterion is not met. Product will be investigated.